Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 390 mg/dl. The customer changed supplies and resumed insulin therapy prior to calling. Reportedly, the customer is prefilling cartridges and storing them in the fridge, tandem technical support educated the customer this is off label per tandem user guide.